Event description:
It was reported that this right ventricular (rv) lead was part of the swelling and infection issue. Reportedly, the patient fell on the implant site and the patient was in contact with the health care team. There were no additional adverse patient effects reported. The rv lead remains in service.